Event description:
While inserting the catheter with my left thumb, I blocked off the vein to decannulate, my index finger was on the hub. I had difficult removing the stylet, it bounced when it was removed and the clip was closed about 1/4" below the tip. When the stylet bounced I stuck myself." Testing was done on both the nurse and patient.